Event description:
When preparing to fire the 75 mm stapler, the firing mechanism was loose. The stapler fired and activated the stapler load without even connecting the two stapler parts together. Premature stapler firing resulted.